Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that during a blood infusion, the pump alarmed upstream occlusion multiple times when no occlusion was present (programmed amount and delivery rate unknown). The nurse continually monitored the device to clear the alarms and complete the infusion.